Manufacturer narrative:
B4: (B)(6) 2021. The service technician confirmed the occurrence of an alarm led failed error in the event log. The service technician replaced the power switch overlay to address the reported problem. During performance verification test the unit failed the oxygen concentration test. The service technician replaced the flow sensor to address the reported problem.

Event description:
The customer reported that the alarm led failed" kept on sounding. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.